Manufacturer narrative:
Other (cartridges stiff), eval results (other): a cartridge lot number search was performed and no similar complaints were found.

Event description:
The reporter stated the surgeon complained that the mtc-60c fp cartridges were stiff.